Event description:
It has been reported to philips that the system would not turn on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the geometry movements were unavailable. Upon troubleshooting, philips remote service engineer (rse) checked the system and restarted it which resolved it temporarily in previous reoccurrence. Later the issue reoccurred and fse reset the ram and all connectors in the host which resolved it temporarily. Fse decided to replace the host pc to resolve the issue permanently when it reoccurred. The codes were updated based on the investigation outcome.